Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing, intermittent issues with being unable to hear continuous glucose monitor (cgm) low alerts; however, the customer observed that these alerts were declared. Blood glucose (bg) was identified as being "low" during these events, but the value could not be recalled. Low bg was treated with glucose tablets and juice. Tandem technical support reviewed the cgm low alerts notification sequence (first vibrates and audible alarm sounds after 5 minutes if alert was not acknowledged) with the customer. The customer acknowledged the information and confirmed that the pump was functioning as intended.